Event description:
Rn attempted to adjust pfr but was unable to because the screen was frozen. Rn was unable to adjust the patient fluid removal rate. Charge rn was called to assist, but still they were unable to touch any numbers on the touchscreen. Prismax was updated to software version 3.2 and rn received software upgrade education. However, software upgrade did not resolve the issues with the device.